Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b5 was inadvertently, omitted from the initial medwatch report. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that "no image" occurred, due to flooding inside of imaging/cable. The cause of flooding could not be determined, since watertightness test was passed. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received, from the initial reporter. Confirmed, that the intended procedure was completed.

Event description:
The customer reported to olympus, during preparation for use of an unspecified therapeutic procedure, the video system center image does not appear on monitor and remained dark. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found failure of imaging system components causing sudden loss of field of view due to blackout and color bar. Other findings: cable twisted at cable section, strike on electrical contact at connector section, flooding of cable at head imaging/cable section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.